Manufacturer narrative:
(B)(4) other - oil mist. Non eval: capital equipment, evaluated at customer site. The fse reported the following: evaluated the unit and the clamp in the oil filter was loose causing smoke to come out. Retighten the clamp. Ran a leak test and noticed no smoke coming out. Barcode troubleshooting was also completed. A unit reset was performed and a test cycle was ran with biological indicators. The system met specs.

Event description:
Information received indicates the bed will not go into trendelenburg or reverse trendelenburg.

Event description:
A report was received from the field indicating that while the asp field service engineer (fse) was on site performing the planned maintenance on the sterrad 100s unit, there was an incident of oil mist and visible smoke coming from the top of the unit. There was also an offensive smell. The fse advised the customer to take the unit out of service until properly assessed and repaired. There were no human reactions.